Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. In (B)(6) 2019, the patient presented to clinic with symptomatic displaced acromial fracture. A few weeks later, they were taken to or for orif of the right scapula acromial fracture (reported on (B)(4). In (B)(6) 2020, they presented to clinic for their 8 week follow up with no pain documented. A week after that appointment, they reached out for increased pain and the surgeon decided to remove 3cm of k-wire in the or. In (B)(6) 2020, subjected presented to clinic with increased pain and ended up having the entirety of the pin removed. The removal of the k-wire was not part of the intended treatment plan. No further information is available.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 320-38-00 - 145-deg pe 38mm hum liner +0r, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-38 - equinoxe reverse 38mm glenosphere, 320-15-01 - eq rev glenoid plate. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.